Event description:
The customer reported physical damage to the insulin pump, the reservoir compartment area breaking off. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 527 mg/dl the day of the phone call to the helpline. To further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime and it alarmed during prime test due to faulty force sensor resistor. The device had minor scratched lcd window, cracked case at display window corner, broken reservoir tube lip, missing o ring in the reservoir tube, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).